Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on 30-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had a scan to see where essure are". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), back pain ("pain in back"), malaise ("feel really sick") and feeding disorder ("can't eat at all"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the pelvic pain, genital haemorrhage, back pain, malaise and feeding disorder outcome was unknown. The reporter considered back pain, feeding disorder, genital haemorrhage, malaise and pelvic pain to be related to essure. The reporter commented: on (B)(6) of an unspecified year, the patient had her first gyny app. Her doctor said that will need a scan and a MRI scan, and also informed her that the symptoms she got were not related to essure. Claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Fu of (B)(6) 2020: discrepancy regarding insertion date, (B)(6) 2013 vs (B)(6) 2012 (previously reported) amendment: the report was amended for the following reason: follow-up receive date of last follow up was (B)(6) 2020 not (B)(6) 2020. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on 19-dec-2018. The most recent information was received on 10-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain, localised pain') in a female patient who had essure (batch no. A63343) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had a scan to see where essure are". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding, abnormal bleeding"), back pain ("pain in back"), malaise ("feel really sick") and eating disorder ("can't eat at all"). On an unknown date, the patient experienced menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), headache ("headaches"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia, headache, urinary tract disorder and bladder disorder had not resolved and the back pain, malaise and eating disorder outcome was unknown. The reporter considered back pain, bladder disorder, dyspareunia, eating disorder, genital haemorrhage, headache, malaise, menstrual disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: on (B)(6) of an unspecified year, the patient had her first gyny app. Her doctor said that will need a scan and a MRI scan, and also informed her that the symptoms she got were not related to essure. Claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Fu of (B)(6) 2020: discrepancy regarding insertion date, (B)(6) 2013 vs (B)(6) 2012 (previously reported) fu of (B)(6) 2021: essure removal was delayed due to covid-19. No device migration lot number: a63343 manufacture date:2012-10 expiration date 2015-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. A lot number was received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 19-dec-2018. The most recent information was received on 01-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain, localised pain') in a female patient who had essure (batch no. A63343) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had a scan to see where essure are". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding, abnormal bleeding"), back pain ("pain in back"), malaise ("feel really sick") and eating disorder ("can't eat at all"). On an unknown date, the patient experienced menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), headache ("headaches"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia, headache, urinary tract disorder and bladder disorder had not resolved and the back pain, malaise and eating disorder outcome was unknown. The reporter considered back pain, bladder disorder, dyspareunia, eating disorder, genital haemorrhage, headache, malaise, menstrual disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: on (B)(6) of an unspecified year, the patient had her first gyny app. Her doctor said that will need a scan and a MRI scan, and also informed her that the symptoms she got were not related to essure. Claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Fu of (B)(6) 2020: discrepancy regarding insertion date, (B)(6) 2013 vs (B)(6) 2012 (previously reported). Fu of (B)(6) 2021: essure removal was delayed due to covid-19. No device migration quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: lawyer reported new events: changes to menstrual cycle, dyspareunia, headaches, urinary/bladder problems, symptoms (including genital bleeding and pelvic pain) were ongoing (unspecified which). Essure (lot number added: a63343) removal was delayed due to covid-19. No device migration a lot number was received. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 19-dec-2018. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain, localised pain') in a 31-year-old female patient who had essure (batch no. A63343) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had a scan to see where essure are". The patient's medical history included habitual abortion and tubal pregnancy. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding, abnormal bleeding"), back pain ("pain in back"), malaise ("feel really sick") and eating disorder ("can't eat at all"). On (B)(6) 2012, the patient experienced thyroid mass ("left sided thyroid nodule"). On (B)(6) 2017, the patient experienced upper respiratory tract infection ("upper respiratory tract infection nos"). On an unknown date, the patient experienced menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), headache ("headaches"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), hyperhidrosis ("waking up sweaty"), dysmenorrhoea ("dysmenorrhea"), burning sensation ("burning") and urinary tract infection ("suspected uncomplicated uti"). The patient was treated with ibuprofen, naproxen, paracetamol and surgery (essure removal scheduled). At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia, headache, urinary tract disorder, bladder disorder and hyperhidrosis had not resolved and the malaise and eating disorder outcome was unknown. The reporter provided no causality assessment for burning sensation, hyperhidrosis, thyroid mass and upper respiratory tract infection with essure. The reporter considered back pain, bladder disorder, dysmenorrhoea, dyspareunia, eating disorder, genital haemorrhage, headache, malaise, menstrual disorder, pelvic pain, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: (B)(6) 2015 patient was complaining of pain in her right lower abdomen for some time and gets worse with periods, she was sterilized laparoscopically and is worse since then. On (B)(6) of an unspecified year, the patient had her first gyny app. Her doctor said that will need a scan and a MRI scan, and also informed her that the symptoms she got were not related to essure. Claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Fu of (B)(6) 2020: discrepancy regarding insertion date, (B)(6) 2013 vs (B)(6) 2012 (previously reported) fu of (B)(6) 2021: essure removal was delayed due to covid-19. No device migration diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2019: urinary test - negative. Lot number: a63343, manufacture date:2012-10, expiration date 2015-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: new events added: "left sided thyroid nodule"; "upper respiratory tract infection nos"; "waking up sweaty"; "dysmenorrhea"; "burning"; "suspected uncomplicated uti". Treatment drugs added. A lot number was received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 19-dec-2018. The most recent information was received on 26-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("constant pain, localised pain") in a 36 year-old female patient who had essure inserted (lot no. A63343). Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("never had a scan to see where essure are"). The patient had a medical history of bloating, folate deficiency, vitamin d deficiency, anxiety, back muscle spasms, abdominal pain, ovarian cyst, uterine cramps, parity 6 (her children are all healthy at 16 years old, 14, 9, 6 and 2 years old and the last son is just nine months old), appendectomy, pyelonephritis, tubal pregnancy and habitual abortion. Previously administered products included: microgynon [ethinylestradiol;levonorgestrel] and implanon. Concurrent conditions were listed as fatigue, tiredness, drowsiness and tingling. Concomitant products included morphine and diclofenac. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1455 days after essure insertion, she experienced upper respiratory tract infection ("upper respiratory tract infection nos"). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding, abnormal bleeding"), back pain ("pain in back"), malaise ("feel really sick"), eating disorder ("can't eat at all"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), headache ("headaches"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), thyroid mass ("left sided thyroid nodule"), hyperhidrosis ("waking up sweaty"), dysmenorrhoea ("dysmenorrhea"), burning sensation ("burning"), urinary tract infection ("suspected uncomplicated uti"), mental disorder ("psychological issues"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue") and urge incontinence ("urge incontinence."). The patient was treated with paracetamol, ibuprofen and naproxen as well as surgery (essure removal scheduled). At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia, headache, urinary tract disorder, bladder disorder and hyperhidrosis had not resolved. The outcomes for malaise, eating disorder, mental disorder, fibromyalgia, fatigue and urge incontinence were unknown. The reporter considered back pain, bladder disorder, dysmenorrhoea, dyspareunia, eating disorder, fatigue, fibromyalgia, genital haemorrhage, headache, malaise, menstrual disorder, mental disorder, pelvic pain, urge incontinence, urinary tract disorder and urinary tract infection to be related to essure administration. No causality assessment was received for essure with regard to thyroid mass, upper respiratory tract infection, hyperhidrosis or burning sensation. The reporter commented: (B)(6) 2015. Patient was complaining of pain in her right lower abdomen for some time and gets worse with periods, she was sterilized laparoscopically and is worse since then. On (B)(6) of an unspecified year, the patient had her first gyny app. Her doctor said that will need a scan and a MRI scan, and also informed her that the symptoms she got were not related to essure. Claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Fu of (B)(6) 2020: discrepancy regarding insertion date, (B)(6) 2013 vs (B)(6) 2012 (previously reported). Fu of (B)(6) 2021: essure removal was delayed due to covid-19. No device migration. Any continuing symptoms? Yes. Trailing coils- 3 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2019: urinary test - negative. [Ultrasound scan vagina] on (B)(6) 2013: essure implants correctly sited.; on (B)(6) 2019: essure device correctly placed. Both ovaries normal.; on (B)(6) 2020: essure device correctly placed. Both ovaries normal. Lot number: a63343 manufacture date:2012-10 expiration date 2015-10-31. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New events mental disorder, urge incontinence, fatigue & fibromyalgia are added. Medical history & reporter information updated. A lot number was received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 19-dec-2018. The most recent information was received on 30-may-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("constant pain, localised pain") in a 43 year-old female patient who had essure inserted (lot no. A63343). Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("never had a scan to see where essure are"). The patient had a medical history of dermatofibroma, dysuria, nocturia, endometrial thickening, breast pain, chest pain, right lower quadrant pain, pain in hip, depression, asthma, skin lesion, rash, fibromyalgia, coronavirus infection, bloating, folate deficiency, vitamin d deficiency, anxiety, back muscle spasms, abdominal pain, ovarian cyst, uterine cramps, parity 6 (her children are all healthy at 16 years old, 14, 9, 6 and 2 years old and the last son is just nine months old), appendectomy, pyelonephritis, tubal pregnancy and habitual abortion. Previously administered products included: microgynon [ethinylestradiol;levonorgestrel], implanon, duloxetine and trazadol. Past adverse reactions to the above products included: shortness of breath with duloxetine. Concurrent conditions were listed as fatigue, tiredness, drowsiness and tingling. Concomitant products included morphine and diclofenac. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1455 days after essure insertion, she experienced upper respiratory tract infection ("upper respiratory tract infection nos"). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding, abnormal bleeding"), back pain ("pain in back"), malaise ("feel really sick"), eating disorder ("can't eat at all"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), headache ("headaches"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), thyroid mass ("left sided thyroid nodule"), hyperhidrosis ("waking up sweaty"), dysmenorrhoea ("dysmenorrhea"), burning sensation ("burning"), urinary tract infection ("suspected uncomplicated uti"), mental disorder ("psychological issues"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), urge incontinence ("urge incontinence."), dermatitis atopic ("atopic dermatitis"), eczema ("eczema"), anxiety ("anxiety"), depressed mood ("low mood"), insomnia ("insomnia"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("lower abdominal pain"), dysuria ("dysuria") and heavy menstrual bleeding ("long periods/bleeding now, lighter, and brown"). The patient was treated with paracetamol, ibuprofen and naproxen as well as surgery (essure removal scheduled). At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia, headache, urinary tract disorder, bladder disorder and hyperhidrosis had not resolved. The outcomes for malaise, eating disorder, mental disorder, fibromyalgia, fatigue, urge incontinence, dermatitis atopic, eczema, depressed mood, vaginal haemorrhage, abdominal pain lower, dysuria and heavy menstrual bleeding were unknown. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depressed mood, dermatitis atopic, dysmenorrhoea, dyspareunia, dysuria, eating disorder, eczema, fatigue, fibromyalgia, genital haemorrhage, headache, heavy menstrual bleeding, insomnia, malaise, menstrual disorder, mental disorder, pelvic pain, urge incontinence, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure administration. No causality assessment was received for essure with regard to thyroid mass, upper respiratory tract infection, hyperhidrosis or burning sensation. The reporter commented: (B)(6) 2015 patient was complaining of pain in her right lower abdomen for some time and gets worse with periods, she was sterilized laparoscopically and is worse since then. On 20-jul of an unspecified year, the patient had her first gyny app. Her doctor said that will need a scan and a MRI scan, and also informed her that the symptoms she got were not related to essure. Claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Fu of (B)(6) 2020: discrepancy regarding insertion date, (B)(6) 2013 vs (B)(6) 2012 (previously reported). Fu of (B)(6) 2021: essure removal was delayed due to covid-19. No device migration. Any continuing symptoms? Yes. Trailing coils- 3 coils seen boil left groin. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2019: urinary test - negative. [Ultrasound kidney] on (B)(6) 2014: no other. Findings. [Ultrasound pelvis] on (B)(6) 2022: borderline. [Ultrasound scan vagina] on (B)(6) 2013: essure implants correctly sited.; on (B)(6) 2019: essure device correctly placed. Both ovaries normal.; on (B)(6) 2020: essure device correctly placed. Both ovaries normal. Lot number: a63343 manufacture date:2012-10 expiration date 2015-10-31. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2024: patient details, reporters, medical history, lab data added. New event added: atopic dermatitis, eczema ,anxiety, depressed mood,insomnia,vaginal bleeding. Abdominal pain, dysuria, heavy menstrual bleeding. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4) on 19-dec-2018. The most recent information was received on 10-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("constant pain, localised pain") in a 43 year-old female patient who had essure inserted (lot no. A63343). Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("never had a scan to see where essure are"). The patient had a medical history of dermatofibroma, dysuria, nocturia, endometrial thickening, breast pain, chest pain, right lower quadrant pain, pain in hip, depression, asthma, skin lesion, rash, fibromyalgia, coronavirus infection, bloating, folate deficiency, vitamin d deficiency, anxiety, back muscle spasms, abdominal pain, ovarian cyst, uterine cramps, parity 6 (her children are all healthy at 16 years old, 14, 9, 6 and 2 years old and the last son is just nine months old), appendectomy, pyelonephritis, tubal pregnancy and habitual abortion. Previously administered products included: microgynon [ethinylestradiol;levonorgestrel], implanon, duloxetine and trazadol. Past adverse reactions to the above products included: shortness of breath with duloxetine. Concurrent conditions were listed as fatigue, tiredness, drowsiness and tingling. Concomitant products included morphine and diclofenac. On (B)(6) 2013, the patient had essure inserted. On (b(6) 2017, 1455 days after essure insertion, she experienced upper respiratory tract infection ("upper respiratory tract infection nos"). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding, abnormal bleeding"), back pain ("pain in back"), malaise ("feel really sick"), eating disorder ("can't eat at all"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), headache ("headaches"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), thyroid mass ("left sided thyroid nodule"), hyperhidrosis ("waking up sweaty"), dysmenorrhoea ("dysmenorrhea"), burning sensation ("burning"), urinary tract infection ("suspected uncomplicated uti"), mental disorder ("psychological issues"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), urge incontinence ("urge incontinence."), dermatitis atopic ("atopic dermatitis"), eczema ("eczema"), anxiety ("anxiety"), depressed mood ("low mood"), insomnia ("insomnia"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("lower abdominal pain"), dysuria ("dysuria") and heavy menstrual bleeding ("long periods/bleeding now, lighter, and brown"). The patient was treated with paracetamol, ibuprofen and naproxen as well as surgery (essure removal scheduled). At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia, headache, urinary tract disorder, bladder disorder and hyperhidrosis had not resolved. The outcomes for malaise, eating disorder, mental disorder, fibromyalgia, fatigue, urge incontinence, dermatitis atopic, eczema, depressed mood, vaginal haemorrhage, abdominal pain lower, dysuria and heavy menstrual bleeding were unknown. The reporter considered abdominal pain lower, anxiety, back pain, bladder disorder, depressed mood, dermatitis atopic, dysmenorrhoea, dyspareunia, dysuria, eating disorder, eczema, fatigue, fibromyalgia, genital haemorrhage, headache, heavy menstrual bleeding, insomnia, malaise, menstrual disorder, mental disorder, pelvic pain, urge incontinence, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure administration. No causality assessment was received for essure with regard to thyroid mass, upper respiratory tract infection, hyperhidrosis or burning sensation. The reporter commented: (B)(6) 2015 patient was complaining of pain in her right lower abdomen for some time and gets worse with periods, she was sterilized laparoscopically and is worse since then. On 20-jul of an unspecified year, the patient had her first gyny app. Her doctor said that will need a scan and a MRI scan, and also informed her that the symptoms she got were not related to essure. Claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Fu of (B)(6) 2020: discrepancy regarding insertion date, on (B)(6) 2013 vs (B)(6) 2012 (previously reported) fu of (B)(6) 2021: essure removal was delayed due to covid-19. No device migration any continuing symptoms? Yes trailing coils- 3 coils seen boil left groin. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2019: urinary test - negative [ultrasound kidney] on (B)(6) 2014: no other findings. [Ultrasound pelvis] on (B)(6) 2022: borderline [ultrasound scan vagina] on (B)(6) 2013: essure implants correctly sited.; on (B)(6) 2019: essure device correctly placed. Both ovaries normal.; on (B)(6) 2020: essure device correctly placed. Both ovaries normal. Lot number: a63343 manufacture date:2012-10 expiration date 2015-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jun-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4) on 19-dec-2018. The most recent information was received on 25-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("constant pain, localised pain") in a 43 year-old female patient who had essure inserted (lot no. A63343). Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("never had a scan to see where essure are"). The patient had a medical history of pelvic inflammatory disease in 2001 and procedural bleeding, recurrent abortion, ectopic pregnancy, painful periods, smoker (10-19 cigs/d), drug allergy (allergies: codeine, morphine), eczema, dermatofibroma, dysuria, nocturia, endometrial thickening, breast pain, chest pain, right lower quadrant pain, pain in hip, depression, asthma, skin lesion, rash, fibromyalgia, coronavirus infection, bloating, folate deficiency, vitamin d deficiency, anxiety, back muscle spasms, abdominal pain, ovarian cyst, uterine cramps, parity 6 (her children are all healthy at 16 years old, 14, 9, 6 and 2 years old and the last son is just nine months old), appendectomy, pyelonephritis, tubal pregnancy and habitual abortion. Previously administered products included: microgynon [ethinylestradiol;levonorgestrel], implanon, duloxetine and trazadol. Past adverse reactions to the above products included: shortness of breath with duloxetine. Concurrent conditions were listed as abdominal pain lower, fatigue, tiredness, drowsiness and tingling. Concomitant products included morphine and diclofenac. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1455 days after essure insertion, she experienced upper respiratory tract infection ("upper respiratory tract infection nos"). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding, abnormal bleeding"), back pain ("pain in back"), malaise ("feel really sick"), eating disorder ("can't eat at all"), menstrual disorder ("changes to menstrual cycle"), dyspareunia ("dyspareunia"), headache ("headaches"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), thyroid mass ("left sided thyroid nodule"), hyperhidrosis ("waking up sweaty"), dysmenorrhoea ("dysmenorrhea"), burning sensation ("burning"), urinary tract infection ("suspected uncomplicated uti"), mental disorder ("psychological issues"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), urge incontinence ("urge incontinence."), dermatitis atopic ("atopic dermatitis"), eczema ("eczema"), anxiety ("anxiety"), depressed mood ("low mood"), insomnia ("insomnia"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("lower abdominal pain"), dysuria ("dysuria"), heavy menstrual bleeding ("long periods/bleeding now, lighter, and brown"), flank pain ("right flank pain"), depression ("depression"), pyelonephritis ("gradual pain in right loin ¿ pyelonephritis"), abdominal pain ("abdominal pain"), pollakiuria ("increased urine frequency") and micturition urgency ("increased urine urgency"). The patient was treated with paracetamol, ibuprofen and naproxen as well as surgery (essure removal scheduled). At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia, headache, urinary tract disorder, bladder disorder and hyperhidrosis had not resolved. The outcomes for malaise, eating disorder, mental disorder, fibromyalgia, fatigue, urge incontinence, dermatitis atopic, eczema, depressed mood, vaginal haemorrhage, abdominal pain lower, dysuria, heavy menstrual bleeding, flank pain, depression, pyelonephritis, abdominal pain, pollakiuria and micturition urgency were unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depressed mood, depression, dermatitis atopic, dysmenorrhoea, dyspareunia, dysuria, eating disorder, eczema, fatigue, fibromyalgia, flank pain, genital haemorrhage, headache, heavy menstrual bleeding, insomnia, malaise, menstrual disorder, mental disorder, micturition urgency, pelvic pain, pollakiuria, pyelonephritis, urge incontinence, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure administration. No causality assessment was received for essure with regard to thyroid mass, upper respiratory tract infection, hyperhidrosis or burning sensation. The reporter commented: (B)(6) 2015 patient was complaining of pain in her right lower abdomen for some time and gets worse with periods, she was sterilized laparoscopically and is worse since then. On (B)(6) of an unspecified year, the patient had her first gyny app. Her doctor said that will need a scan and a MRI scan, and also informed her that the symptoms she got were not related to essure. Claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Fu of 22-oct-2020: discrepancy regarding insertion date, (B)(6) 2013 vs (B)(6) 2012 (previously reported) fu of 1-mar-2021: essure removal was delayed due to covid-19. No device migration any continuing symptoms? Yes. Trailing coils- 3 coils seen boil left groin device in fallopian tube as form of sterilisation. Has only one fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2019: introverted uterus. The endometrial cavity measures a maximum of 9 mm and should be taken in conjunction with the menstrual cycle. Both essure coils have been well visualised and lie within both the intramural parts of the uterus and outside the uterus. Around the left-sided coil, there 2 areas of low signal which are fairly discrete resulting in some distortion of the endometrial cavity. Dr is not certain if these represent thickening of the junctional zone or small fibroids. Dominant follicle within the right ovary. The left ovary appears unremarkable; on (B)(6) 2019: anteverted uterus. The endometrial cavity measures a maximum of 9mm and should be taken in conjunction with the menstrual cycle. Both essure coils have been well visualised and lie within both the intramural parts of the uterus and outside the uterus [pregnancy test] on (B)(6) 2019: urinary test - negative [ultrasound kidney] on (B)(6) 2014: no other findings. [Ultrasound pelvis] on (B)(6) 2022: borderline [ultrasound scan vagina] on (B)(6) 2013: essure implants correctly sited.; on (B)(6) 2019: which showed the uterus normal size in and the endometrial thickness is 11.1mm. The essure device appeared to have been correctly placed sonographically. Both ovaries are normal; on (B)(6) 2020: essure device correctly placed. Both ovaries normal. And essure device correctly placed. Both ovaries norma lot number: a63343 manufacture date:2012-10 expiration date 2015-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New events depression, pyelonephritis, flank pain, abdominal pain, urinary frequency & urinary urgency & depression were added. Medical history & lab data updated. New reporters are added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on 19-dec-2018. The most recent information was received on 2-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had a scan to see where essure are". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), back pain ("pain in back"), malaise ("feel really sick") and feeding disorder ("can't eat at all"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the pelvic pain, genital haemorrhage, back pain, malaise and feeding disorder outcome was unknown. The reporter considered back pain, feeding disorder, genital haemorrhage, malaise and pelvic pain to be related to essure. The reporter commented: on (B)(6) of an unspecified year, the patient had her first gyny app. Her doctor said that will need a scan and a MRI scan, and also informed her that the symptoms she got were not related to essure. Claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Fu of (B)(6) 2020: discrepancy regarding insertion date, (B)(6) 2013 vs (B)(6) 2012 (previously reported). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-dec-2018. The most recent information was received on 22-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had a scan to see where essure are". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), back pain ("pain in back"), malaise ("feel really sick") and feeding disorder ("can't eat at all"). The patient was treated with surgery (essure removal scheduled). At the time of the report, the pelvic pain, genital haemorrhage, back pain, malaise and feeding disorder outcome was unknown. The reporter considered back pain, feeding disorder, genital haemorrhage, malaise and pelvic pain to be related to essure. The reporter commented: on (B)(6) of an unspecified year, the patient had her first gyny app. Her doctor said that will need a scan and a MRI scan, and also informed her that the symptoms she got were not related to essure. Claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic. Fu of (B)(6) 2020: discrepancy regarding insertion date, (B)(6) 2013 vs (B)(6) 2012 (previously reported). Most recent follow-up information incorporated above includes: on 22-oct-2020: lawyer reported that the claimant was unable to undergo her scheduled essure device removal surgery due to the covid-19 pandemic, event pelvic pain updated to serious incident accordingly. Discrepant insertion date reported ((B)(6) 2013 vs (B)(6) 2012 [previously reported]). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.